Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event with an infusion set as the tape was not sticking. Cause of the product not adhering was reported to be that the patient was in the garden. No further information available.

Manufacturer narrative:
E1: (B)(6).